Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after consuming lemonade believed to be sugar free, with a highest reported blood glucose of 373 mg/dl and elevated levels lasting a couple of hours; the patient asked about taking manual insulin and was advised to follow established healthcare provider guidance and to monitor as the system¿s correction algorithm dosed insulin. Symptoms included high blood glucose without reported dizziness, loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no alerts reported, no assistance required, and no medical intervention or hospitalization. Investigation included complaint intake and user counseling on hyperglycemia management and monitoring. Investigation of this case revealed that the device did not present alarms or malfunctions and that hyperglycemia was reported with unclear cause beyond ingestion of sugared beverage, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related.